Manufacturer narrative:
Evaluation summary: the reported event was that the endoscopic image was unclear. A pentax medical engineer consulted with hospital staff and confirmed that the issue was identified during the pre-use check. No patient harm occurred, and the procedure was successfully completed using a backup device. On (B)(6) 2025, a pentax medical engineer conducted an on-site follow-up investigation at the hospital. It was determined that the processor parameters had been restored to the factory default settings, which resulted in reduced image clarity as perceived by the user. After the engineer reset the parameters, the issue was resolved. Based on the investigation, a potential root cause of this failure was a software configuration error. Investigation completion and return date: 29-sep-2025. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the processor was manufactured under normal conditions on 03-may-2022. During the in-process inspection, an ada (assembly disassociation) was detected, and the affected subassembly was replaced. However, it was confirmed that the processor passed all required inspections and was released accordingly. The dates of approval for shipment and the actual date shipped were confirmed on 14-may-2022. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.

Event description:
On 18-sep-2025, pentax medical became aware of an event involving a pentax medical video processor model epk-i7010, serial number (B)(6) in china within the apac region. When the endoscope was inserted into the patient's body, the endoscopic image was unclear. The objective lens of the endoscope was washed multiple times, but it was ineffective and the image quality remained poor. The facility engineer inspected the endoscope and performed repair. The procedure was completed with another endoscope, but the examination time was prolonged, and the patient's discomfort increased. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical apac performed a good faith effort (gfe) to gather additional information regarding this event and received a response via email on 30-sep-2025. This processor had been previously repaired for an electrical connector replacement. After a period of use, the user reported that the image quality was unclear. On 15-sep-2025, a pentax medical engineer conducted an on-site investigation and determined that the processor parameters had been restored to factory settings, resulting in the unclear image. The engineer reset the parameters, and the issue was resolved. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.